Event description:
Ten to 15 minutes after treatment with restylane and juvederm ultra, the patient developed a severe allergic reaction which resulted in an anaphylactic reaction. The patient's throat, lips and face swelled, had difficulty breathing and swallowing. The patient was given benadryl orally and intravenously, ibuprofen orally along with decadron intramuscularly and intravenously. The patient was put on oxygen via nasal cannula and admitted to the recovery room. The patient's blood pressure was elevated at 161/72. The patient never lost airway. The event lasted 2 hours and 15 minutes. The patient recovered and was sent home with prescription or oral prednisone.

Manufacturer narrative:
Medwatch sent to FDA on 09/mar/07. Please note corneal industrie is awaiting assignment of FDA registration number. The lot number of the product was provided by the physician's office on 09/mar/07. A device history review is now able to be requested of corneal and a supplemental medwatch will be submitted when the results become available. Device labeling: contraindications. Juvederm ultra injectable gel is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies.